Manufacturer narrative:
(B)(4). The customer reported a charge button error during op check. This complaint is still being investigated. A follow-up report will be submitted upon completion of this investigation.

Event description:
The customer reported a charge button error during op check.